Manufacturer narrative:
Correction: this complaint is not reportable as there was no patient contact and did not pose a risk to the patient.

Manufacturer narrative:
It was reported by the customer that the screws did not fit the non-engaging titanium inserts. However, this was a procedure conducted in a lab. There was no patient involvement in this reported incident. The screw head was barely engaging the abutment screw vent and appeared as if it would pull through the hole if torqued into an implant or analog. If this incident were to recur, there is slight likelihood of minor harm to the patient. The DHR was reviewed and no discrepancies were noted in any of the processes. The actual complaint part is under evaluation and investigation. A follow up report will be submitted upon completion of the evaluation and investigation.

Event description:
It was reported by the customer that the titanium screws would not engage into the non-engaging abutments. The titanium screw would not fit into the inserts. The customer stated that the screw appeared too narrow to maintain position when the screw is tightened. However, this was a laboratory procedure and no involvement of patient. No patient harm or injury. But if a similar incident were to occur, there is a slight likelihood of harm to be caused to the patient.